Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Investigation results one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage to the fiber face within the sma connector. Visual examination revealed that the fiber was kinked approximately 56 cm from the top of the connector. Functional analysis revealed that the fiber was recognized by the laser console and the aiming beam exiting the kink was bright and scattered. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, the laser fiber failed. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was kinked.